Event description:
Reporter indicated that both lead test and normal mode diagnostic test of patient's device in 2002 resulted in high lead impedance reading (dc-dc code 7 and limit). Eri (elective replacement indicator) flag was no, indicating that the generator was not nearing end of service. Patient was last seen two days later at which time the lead impedance readings were ok. X-ray two days before was reviewed by physician and indicated a break in the lead coil. Device was programmed to off that day and medications were added to the patient's drug regimen. It was reported that the patient has not experienced a decrease in seizure control. There are no plans to explant the device this time.